Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. The evaluation noted video cable tear near the scope connector boot. The bending section was noted to be damaged with broken skeleton metal exposed with sharp edge the a rubber glue bending section was cracked. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "the sheath has a tear outer sheath ". The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the device bending section was damaged (broken bending skeleton metal exposed with sharp edge). No harm reported.